Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed right lower quadrant pain since implant. The device was replaced with a smaller paddle lead and the issue resolved. The patient is currently using their device.